Event description:
It was reported that while using the ilet, the user observed glucose levels dropping and perceived insulin delivery was still occurring, leading them to pause insulin to prevent lows; the agent advised discontinuing this practice and provided troubleshooting and education on treating hypoglycemia with oral glucose. Symptoms included hypoglycemia with dizziness and blurry vision, as well as episodes of hyperglycemia, with reported glucose values ranging from 62 mg/dl to 391 mg/dl. Outcomes included an unexpected medical intervention in the form of medication (oral glucose) and a delay to therapy due to pausing insulin. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.